Event description:
Patient called saying that the pen needles were dull. He has to force the pen needle into his skin.

Event description:
Patient called saying that the pen needles were dull. He has to force the pen needle into his skin.